Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead abrasion. The patient refused to have a life vest since the patient do not have any trouble with the device. As of this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead abrasion. The patient refused to have a life vest since the patient do not have any trouble with the device. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead exhibited high out of range pacing impedance, noisy signals, high capture thresholds. It was noted that the lead was fractured. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned as the lead was destroyed during extraction.